Event description:
The customer reported that the left (live) monitor would go black when the c-arm position was moved, thus intermittently losing the live fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable assembly was replaced. The system was tested and found to be working as intended and put back into service.